Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified proximal circumflex artery, a 3.0 x 15 rx trek dilatation catheter was advanced. Resistance was felt at the target site but the physician did not continue to advance against resistance or apply force. Dilatation was performed successfully. During withdrawal of the catheter, no resistance was felt but the shaft separated outside of the anatomy. The device was simply withdrawn from the anatomy and no intervention was required. Dilatation was complete and no further dilatation was required. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.